Event description:
A malfunction alarm was reported during the loading process of the insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no extreme adverse impact. The customer followed instructions to try loading a new cartridge, but the alarm recurred, rendering the pump unusable. As a result, tandem technical support arranged for the pump to be replaced. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup insulin therapy. The customer was also instructed on how to put the problematic pump into storage mode and agreed to return it using a prepaid label.